Manufacturer narrative:
Additional information will be provided when the investigation is completed.

Event description:
It was reported that during a procedure, the unit and the screen went blank and the fan went out. It was further reported that the unit was replaced with another unit.